Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified the stem was returned with the associated ceramic head assembled on the taper. Due to the assembled state of the stem and head there is no etch content visible to verify on the stem. The stem has minor scratches present on the neck. There are multiple areas of the porous coating that have foreign debris present. No other damage was noted during visual evaluation. Measurements within specification. Unknown broach not returned for review. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in netherlands. H6: suggested component code: mechanical (g04), stem. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the stem did not sink far enough into the femur. The stem was not used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.